Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap contact.

Event description:
The customer called to report a blank display. Troubleshooting was performed and the display remained blank. The reported blood glucose reading was 400 mg/dl, which the customer treated. Nothing further was reported.